Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device was not sealing and led to bleeding. The bleeding occurred on small and large branches, and it started towards the middle of the procedure. When the bleeding occurred, the user identified the branch location in the leg by using the scope, and then made skip incisions, or bridging to tie off the bleeding sites with sutures. Additionally 3 units of blood were given to the pt. The stab and grab technique was used to complete the procedure and obtain the vein. The reported unit was used to complete the procedure. The hospital did not report any other pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were some signs of clinical usage and some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The device was also tested with the adaptor, cable, and power supply used in the procedure and the device was found to perform as expected. The distal jaw tips assembly and handle were opened up and there was no non conformities. Based upon this observation, the reported complaint for "not sealing" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).